Manufacturer narrative:
Na

Event description:
Complainant alleged that staff members were attempting to cardiovert a male pt. The unit was attached to the pt via a multifunction cable and device. The staff cardioverted the pt at 50j and 100j. The staff cardioverted the pt at 200j and an "open air discharge" message appeared on the unit's monitor screen. The staff switched to paddles and cardioverted the pt. There was no adverse effect on the pt.